Manufacturer narrative:
The event occurred in china. The issue was observed during routine checkup. It was reported that one of the hl20 pump displayed the error message "safety-s" and another one displayed ¿beltslip¿. No harm to any person has been reported. According to the hl20 service manual the error "safety-s" indicates that there is an issue with the safety system board or it's communication. According to the instructions for use hl 20 version 02 in chapter 8.1.2 technical alarms the error message: "beltslip" does not lead to a pump stop. This alarm only indicates to the user that the pump speed is smaller than 90% of the motor speed. A getinge field service technician (fst) was sent for investigation and repair on 2026-01-13. The failure could be reproduced; the defect optical tacho board and safety system board were replaced. The fst performed safety, calibration, and functionality checks to factory specifications. All function tests are passed. Due to the age of the device and defect parts optical tacho board and safety system board (over 13 years old), the most probable root cause for both failures (safety-s and beltslip) was determined as age related failure of the optical tacho board and safety system board component. The review of the non-conformities has been performed on 2026-01-27 for the period of 2012-07-21 to 2026-01-12. It does not show any non-conformity in regard to the reported product and failure. There is no indication that manufacturing issues occurred during this time, thus production related influences are unlikely. The device was manufactured on 2012-07-21. In addition a review for potential field actions and capas related to the failure and product in this complaint was performed. This complaint is not in scope of any ongoing field actions and/or capas. Based on the results the reported failure "error messages safety-s and beltslip" could be confirmed. The occurrence rate was calculated for the reported issue and it was determined that this is not a systemic issue. Therefore, no remedial action is required. The occurrence rate related to the reported issue is currently being monitored as part of maquet cardiopulmonary¿ s trending program and additional investigations or corrections will be implemented in case of adverse trending. Note: no UDI number has been included in the section d4 unique device identifier (UDI) since this machine (hl20) has been manufactured on 2012. All maquet cardiopulmonary class ii products manufactured until 2015 do not have UDI entries. Therefore, no UDI number is available.

Event description:
The event occurred in china during a routine check. It was reported that one of the hl20 pump displayed the error message "safety-s" and another pump displayed ¿beltslip¿. The error message safety-s can cause an unintentional pump stop; therefore, it is reportable. The error message "beltlsip" is a warning and is not reportable. Complaint ID: (B)(4).